Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient that they experienced a painful shocking pulse in the heart and feeling "bleh". The right atrial (ra) lead had fractured and the insulation was worn off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a near syncopal episode. The right atrial (ra) lead gave an impedance warning a few weeks ago. Undefined impedance, noise and oversensing were noted. The lead was capped and replaced. No further patient complications have been reported as a result of this event.